Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for two samples from the same patient tested for ion selective electrode (ise) sodium on a cobas b 123 analyzer. The first sample resulted as 144.1 mmol/l when tested on the cobas b 123 analyzer and this value was reported outside of the laboratory. The sample was repeated on a siemens dimension exl with lm analyzer, where it resulted as 153 mmol/l. The second sample resulted as 142.5 mmol/l when tested on the cobas b 123 analyzer on (B)(6) 2016 and this value was reported outside of the laboratory. The sample was repeated on a siemens dimension exl with lm analyzer, where it resulted as 150 mmol/l. The patient was not adversely affected. The ise sodium sensor cartridge lot number was 21560981. The cartridge expiration date was 07/29/2016. The field service engineer ran comparison studies by testing a patient sample on different cobas b 123 analyzers and a lab instrument. For the analyzer in question, the comparison study was performed both with a correlation factor configured on the instrument and without a correlation factor. It was noted that correlation factors are now currently configured on all cobas b 123 instruments at the site.

Manufacturer narrative:
Investigations have determined that the cobas b 123 analyzer and sensors worked correctly and that the measurement results of the same patient were consistent. No product problem was found. It was suggested for the customer to apply correlation factors to the cobas b 123 analyzer based on the differences in reference methods used for the cobas b 123 and siemens dimension xl analyzers as well as to check the measurement accuracy of the siemens dimension xl.